Event description:
A right/left heart catheterization was being performed on a pt. After the dr. Removed the swan ganz catheter, he looked down and noticed what appeared to be a "kink/break" at the hub of the prelude sheath introducer. Upon removal of the sheath, the hub of the sheath fell off on the sterile drape and the white portion (tube) of the sheath remained in the pt's vein. Intervention was taken to retrieve the broken piece. To the best of merit's knowledge. The pt is doing fine to date.